Manufacturer narrative:
The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient reported right side pain. Patient later reported intracapsular "liquid layer adjacent to the implants," "thickening and enhancement of the fibrous capsule" suggesting capsular contracture, baker grade known and "contour ripples" diagnosed by MRI. Device remains implanted.

Event description:
Patient reported right side pain. Patient later reported intracapsular "liquid layer adjacent to the implants," "thickening and enhancement of the fibrous capsule" suggesting capsular contracture, baker grade known and "contour ripples" diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4.

Event description:
Patient reported right-side pain. MRI later found "anteromuscular location implants, contour ripples, liquid layer adjacent to the implants, intracapsular, without clinical significance, and rounding of implants with thickening and enhancement of the fibrous capsule bilaterally, suggestive of bilateral contracture". Healthcare professional reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, d.4, g.2, h.6.